Event description:
During the surgery, while implanting the tibial insert ps fixed, the screw broke because the surgeon tighten it too strongly. The screw thread remained in the tibial insert. Ref # MFR 3005180920-2013-00141.